Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a clinical study via a healthcare provider (hcp). The motor stall occurred on (B)(6) 2015 at 14:48 and recovered the same day at 15:23. At the time of the event, the device was delivering dilaudid 2 mg/ml at a dose of 0.7493 mg/day and bupivacaine 30 mg/ml at a dose of 11.239 mg/day.

Manufacturer narrative:
Recall and notification are no longer applicable to this event. The previously reported correction number z-0592-2009 is no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal medication for malignant pain. Device interrogation on (B)(6) 2015 showed a motor stall with recovery secondary to an MRI (magnetic resonance imaging). The most recent refill prior to this event was on (B)(6) 2015 at 12:11. The event was related to the device or therapy, but not related to the implant procedure. No actions were taken. As of (B)(6) 2015 the event was considered resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.